Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted. It was also reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2008 and a mesh was implanted. It was reported that following insertion the patient experienced extrusion, infection, urinary/bowel problems, fistulae, recurrence and dyspareunia. It was reported that patient underwent surgical procedure of desara implant due to sui on (B)(6) 2011. It was reported that patient underwent revisions on (B)(6) 2010 due to vesical outlet obstruction; and revisions on (B)(6) 2011 and (B)(6) 2013. No additional information was provided.

Manufacturer narrative:
(B)(4). A review criteria of the batch manufacturing records was conducted and the batch met all finished goods release.